Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2006: patient presented with the following diagnosis: degenerative disk disease l4-5, l5-s1. Patient underwent the following procedures: anterior lumbar interbody fusion l4-5, l5-s1. Insertion of cages l4-5, l5-s1, use of rhbmp-2 at l4-5, l5-s1. As per-op notes: l4-5 disk space was identified and marked. Midline was marked at l4-5. Anterior annulus was removed with a blade and pituitary. Surgeon then distracted up to 12mm and tried 16mm dual guide. Surgeon then reamed but elected to go up to 18mm dual guide. Surgeon placed two 18x23mm cages at l4-5. Similar procedure was then performed at l5-s1 and two 16x23mm cages were placed at l4-5. Surgeon then irrigated the wound and placed medium rhbmp-2 kits one each into l4-5 and l5-s1. No patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.